Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated on 05/18/2016 with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer's daughter complaint her father's meter is reading very high. Yesterday he received multiple high readings of 365mg/dl, 380mg/dl, and 354mg/dl but felt no symptoms of hyperglycemia, as customer's normal range is between 125-225 mg/dl. Medical attention is not reported as a result of the actual blood glucose. Customer stores supplies in the kitchen; they were instructed on proper storage technique. Customer has had not recent changes in diet, exercise, or medications. Customer takes insulin (short-term and long-term) for diabetes management. The test strip lot manufacturer's expiration date is 3/27/2017 and open vial date is (B)(6) 2016. The customer stated that the date/time has not been setup. The meter memory was reviewed for previous test result history: (B)(6).